Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Technical support guided caller through pump reset procedure, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction code appeared again, and no device return or replacement was arranged.